Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that a while ago the home patient (hp), who was blind, had accidently cut the transfer set in half during an unspecified step of the therapy. This occurred on an unknown date prior to the date of the alarm. The care giver (cg) stated that the hp developed an infection after the event and may still have fibrin from the incident. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient cut the transfer set during therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.